Manufacturer narrative:
Occupation is lay user/patient. The customer¿s device was requested for investigation, but has not been returned.

Event description:
The initial reporter complained of a coaguchek xs display issue, which could cause misinterpretation of results. The reporter performed a meter display check, and the display was visible but "flickering" and "rotating." The reporter released the meter's button and the meter beeped several times. The reporter stated there was an error message and "two lines with an r on the screen." The reporter confirmed there was no test strip in the meter. The reporter powered off the meter and powered the meter back on. The meter powered on with "2 lines to the right." The reporter pressed the "m button," and noticed "1 horizontal line in the results field of the screen." A display check was performed but the three 8's were not visible in the center of the display. The reporter confirmed the meter was not exposed to liquids. No misinterpretation of results were reported.

Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, the circuit board was found to be heavily contaminated by liquid that has penetrated the test strip adapter. This has led to a temporary malfunction of the display. The root cause of the issue is the contamination of the contacts due to improper handling or maintenance.